Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had outflow graft obstruction. The patient was discharged home.

Manufacturer narrative:
Section b5: the patient had a stroke event on (B)(6) 2021 (MFR# 2916596-2021-06359). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction was confirmed based on the submitted computer tomography (CT) images. The submitted controller event log file contained data from (B)(6) 2021 at 8:53:44 to (B)(6) 2021 at 12:44:57. On (B)(6) 2021, there were captured events where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm), resulting in 15 low flow faults; however, these events did not last long enough to trigger a low flow alarm. The low flow events were associated with elevated pulsatility index (pi) readings ranging from 7.0-9.1. There were no other abnormal captured events ¿ the only other events were associated with pi events and power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The CT images revealed an outflow graft obstruction beneath the outflow graft bend relief causing compression of the outflow graft. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2019. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 1 of the heartmate 3 lvas IFU "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that due to recurrent low flow alarms, a computed tomography (CT) scan was performed and outflow graft thrombosis was found. On cardiac ultrasound, the outflow speed was 1,1 m/s, and the speed in inflow graft was the same. Lactate dehydrogenase (ldh) was all the time around 500 u/l. The patient had the same symptoms as the stroke event experienced two months prior (right-sided weakness and aphasia), so a control cerebral angiography was performed and the findings were normal. An exchange of the outflow graft or pump were considered, but the patient did not feel ready for reoperation and so was discharged from the hospital pending future surgical intervention. The patient was discharged home. The patient was hemodynamically stable with no low flow alarms at home.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.